Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that the device was helpful for about 5 months after implant. The patient further stated that 'she fell a lot and it felt like the stimulator moved each time this happened.' It was noted that the patient reported that the device was 'not working and she wanted to have it taken out in order to have a MRI performed.' The patient stated that she was in a lot of pain and had a pinched nerve on the left side. The patient noted that her stimulator did not 'charge up correctly, so she only had a functioning internal neurostimulator (ins) for about 5 months.' The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the cause of the event was that the patient was probably self-over-medicated. Impedances measurements performed showed no electrodes out of range. The ins and the lead were explanted on (B)(6), 2012 at the request of the patient. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead.